Event description:
Patient stated he is experiencing right knee "sliding" since his (B)(6) 2023 procedure. Stated that his right knee slides side to side when straightening his leg. Patient stated that the spacer is "too small", possibly up to a 1/4". Patient did not provide confirmation on how he came to the conclusion that the spacer is too small. Primary surgeon stated that it may take 6-12 months for the sliding to "correct" itself and did not recommend a revision at the time. As his primary surgeon is no longer practicing, patient did see another surgeon, within the same practice, for a follow up visit (not a second opinion). This surgeon stated that she will need to conduct further research on the "sliding" before making a definitive decision on a revision. X-rays were performed at the follow up visit, films did "show something". At this time a revision is not an "emergency" per patient opinion.

Manufacturer narrative:
Reported event: an event regarding instability involving an unknown knee was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient stated that his right knee slides side to side when straightening his leg. The exact cause of the event could not be determined because insufficient information was provided. Further information such as, pathology reports, pre- and post-operative x-rays as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. H3 other text : not returned to the manufacturer.

Event description:
Patient stated he is experiencing right knee "sliding" since his (B)(6) 2023 procedure. Stated that his right knee slides side to side when straightening his leg. Patient stated that the spacer is "too small", possibly up to a 1/4". Patient did not provide confirmation on how he came to the conclusion that the spacer is too small. Primary surgeon stated that it may take 6-12 months for the sliding to "correct" itself and did not recommend a revision at the time. As his primary surgeon is no longer practicing, patient did see another surgeon, within the same practice, for a follow up visit (not a second opinion). This surgeon stated that she will need to conduct further research on the "sliding" before making a definitive decision on a revision. X-rays were performed at the follow up visit, films did "show something". At this time a revision is not an "emergency" per patient opinion.